Event description:
It was reported that there were missed marker channels with the telemetry c transmission. Tech services indicates that the egm showed "consistent bv pacing with capture." It was later reported that the device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were missed marker channels with the telemetry c transmission. Tech services indicates that the egm showed "consistent bv pacing with capture." The device remains active. No patient complications were reported as a result of this event.